Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reds2481 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient had 3 fr placed in the left basilic vein and trimmed at 11 cm. The initial issue was not reported, but the event occurred at home. No other information was provided. Additional information received 02/27/2020 - infiltrated line. No patient injury reported.